Manufacturer narrative:
Digitaldiagnost r4.x is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the detector fell, resulting in a defective switch unit. The device was in clinical use and there was no harm to patient or user. The remote service engineer (rse) performed analysis and concluded that the detector had been dropped by the patient, resulting in its malfunction. After checking the switch unit, it was found to be loose, the rse removed and put it back, after which the detector started normally. No external damage was observed, and the detector was operating without any problems. However, the switch unit is damaged and requires replacement, a new switch unit has been sent, and the customer will replace it themselves. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector fell, resulting in a defective switch unit. The device was in clinical use, and there was no harm to the patient or user.